Event description:
Tip of the needle broke during surgery and another needle also bent. Needles were retrieved and there was no adverse event to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Medwatch report received referenced access number 1010654.